Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clock on insulin pump gained time over the week's. The customer blood glucose level was unknown. It was also reported that there was crack on battery area and also received unexplained no delivery alarms. The insulin pump will not be returned for analysis.